Manufacturer narrative:
H6. Investigation summary: a device history record review was performed for provided lot number 7301737. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the needle was observed through the catheter, however, the safety device was not captured within the picture. It is possible that the incident resulted from the device activation. After placing the catheter, if the user activates the safety device, it is possible for the needle to create a sling shot type motion; causing it to move back to its original position rather than becoming fully removed. This sling shot motion can cause the needle to pierce or damage the catheter. However, based on the investigation results, at this time an exact cause for the incident cannot be determined. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a needle that would not retract and needle through the catheter during introduction. Product defects were noted during use. The following information was provided by the initial reporter: material no: 383323 batch no: 7301737. Customer response (B)(6) 2020 what is the date of the incident? (B)(6) 2020. Was there serious injury? Additional needle stick. Did the course of treatment change? No. Was there exposure to blood/bodily fluid? No. Was there medical intervention? No. Were there any other actions taken? Talked to manager. Are photo or physical samples available for investigation? Yes. If so, please provide address samples will be returning from. Issue: when starting IV wire was barely retracted once in vein and pulled back as advanced forward, needle came thru line and back into persons arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a needle that would not retract and needle through the catheter during introduction. Product defects were noted during use. The following information was provided by the initial reporter: material no: 383323, batch no: 7301737. Customer response 6/15/2020: what is the date of the incident? (B)(6) 2020. Was there serious injury? Additional needle stick. Did the course of treatment change? No. Was there exposure to blood/bodily fluid? No. Was there medical intervention? No. Were there any other actions taken? Talked to manager. Are photo or physical samples available for investigation? Yes. If so, please provide address samples will be returning from. Issue: when starting IV wire was barely retracted once in vein and pulled back as advanced forward, needle came thru line and back into persons arm.